Manufacturer narrative:
The pilot operated check valve was replaced and proper operation of the table was verified. Representative examined the valve and the conclusion is that the drifting was most likely caused by a piece of contaminant becoming lodged between the seal and the piston at the instant that the piston closed allowing fluid to flow.

Event description:
During surgery, the table was put into slight trendelenburg position by or staff. After motor was off the table drifted into full trendelenburg position.